Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging and could no longer be touched. No further details were provided. There was no report of fire, smoke, explosion, or shock. Customer reports that the charging cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on returned reader and burn marks were observed. An extended investigation was performed. A visual inspection was performed on the returned reader and observed severe burn marks on the lcd (liquid crystal display) touch screen and melted casing (back). Reader did not turn on with button pressed, cable and strip insertion. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burnt marks were observed on multiple components and piezo disc on the battery. The screen was severely burnt and a swollen battery and burnt battery wires were observed indicating the battery was critically damaged. Unable to conduct a power consumption test of the reader due to the overall damage inflicted. The extent of the fire damage on the reader was destructive and appeared to be caused by the customer. Returned reader was likely exposed to microwave frequencies which resulted in the damage of pcba and reader. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging and could no longer be touched. No further details were provided. There was no report of fire, smoke, explosion, or shock. Customer reports that the charging cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.